Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It was reported that end-user skin care regimen is as follows: uses medline adhesive remover; nu-hope cement; applies texicort and nystatin powder and prep with wear time of three (3) or four (4) days. It is further reported that end-user was educated in patch testing and need to use the least number of products, and the end user specifically requests sample of 70mm flange size wafer and has declined offer of convexity samples; alternate product samples sent. Lastly, end-user was advised to contact convatec if condition persists. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on july 11, 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that the end-user developed blisters intermittently to entire peristomal skin area around urostomy after three (3) or four (4) days of use. It is further reported that the end-user saw a dermatologist on (B)(6) 2013 who prescribed texacort 2.5% solution and nystatin powder to treat peristomal skin. In addition, report states that the end-user also saw a wound nurse on (B)(6) 2014 during a 80 days hospital stay, and was told that this product was the incorrect size for her stoma.